Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter alleged that the display was dimming and very difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during testing, the display screen was found to be discolored. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked extending from the threads to the case seal. There was no visible corrosion in the battery compartment. A leak test was performed and a battery compartment leak was found. The pump cover was removed and no evidence of internal moisture was observed on the printed circuit board or internal components.